Event description:
On 1/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. All the broken fragments were removed from inside the patient. This was discovered during a shoulder instability procedure on (B)(6) 2024. The case was completed using another ar-1934bcf-2 biocomposite suturetak. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. Complaint allegation is confirmed. Visual inspection of the picture attached identified the anchor of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire® had broken. The device was received without anchor and sutures. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.